Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient perceived a low blood glucose reading that was not confirmed by fingerstick, self-treated, then experienced elevated glucose after gym activity while disconnected from the system; glucose was in range at the time of the call, and education on the importance of confirmatory fingersticks was provided. Symptoms included perceived hypoglycemia followed by hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and resolution to in-range glucose. Investigation included troubleshooting with user education regarding confirmatory testing and use during activity. Investigation of this case revealed no device malfunction and suggested user-related factors, including unconfirmed sensor low and disconnection during exercise, as likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.